Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hippa's privacy rule. The customer provided stryker with the available information. Patient fields in which information is not provided were intentionally left blank. Due to character limitations, section 1a, patient identifier, was left blank. The patient identifier is (B)(6). Stryker performed a clinical assessment of the event and determined that the device use did not contribute to the patient's outcome. A review of the device electronic record of the event showed defibrillation was not indicated based on the ECG. Furthermore, because the device was operated in manual mode during this event, rhythm interpretation and shock decision-making rested with the user. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Furthermore, the clinical specialists reviewed the device's electronic data and were unable to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for service. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that they observed pea/asystole for the first 3 analysis on the device screen, but post-event reviewers saw ventricular tachycardia for the first and 2 analyses and ventricular fibrillation for the third analysis. In this state, wrong defibrillation therapy may be delivered. The patient involved in the reported event is deceased.